Event description:
The fe reported the system displayed precharge errors after shooting x-rays, and required a reboot to restore functionality. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries and the charger board were replaced during the service call. The system was tested and found to be working as intended and put back into service.